Manufacturer narrative:
An investigation was performed on the reported sample. The results were determined to be near the limit of detection (lod) for this assay. When a sample is generating CT values close to the lod of the test, the patient can be producing very low levels of the virus, and is expected to waver between positive and negative results in repeat testing due to the nature of the test. Investigation on the reagent kit lot did not identify any product issue. (B)(4).

Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostic tests, the agency has requested heightened reporting beyond the reasonably suggests requirements of 803 to include allegations of false positive or false negative results independent of harm or malfunction or off-label use. Pursuant to the agency's instruction, we hereby submit this MDR. A customer in the us reported a discrepant sars-cov-2 result. A patient sample was run with the cobas sars-cov-2 & influenza a/b (scfa) assays (lot 01102z) on a cobas liat analyzer (sn (B)(4)) and generated a positive result for sars-cov-2, and negative for flu a and flu b. The result was reported to a nursing unit, who questioned the result, due to testing negative for covid antigens 4 days prior. A new patient sample was collected ~2 hours later and generated negative results for all three targets on the same liat analyzer. The original sample was retested and generated negative results for all three targets on the same analyzer. The customer uses nasopharyngeal swabs in remel microtest mart transport 3ml media/tube. No harm was alleged. An investigation was performed on the reported sample. The results were determined to be near the limit of detection (lod) for this assay. When a sample is generating CT values close to the lod of the test, the patient can be producing very low levels of the virus, and is expected to waver between positive and negative results in repeat testing due to the nature of the test. Investigation on the reagent kit lot did not identify any product issue.